Event description:
Report states that a cadd solis pump was set up for pca. User facility reported that the device was not delivering medication. No pump alarms or alerts reported. No adverse effects to patient reported.

Manufacturer narrative:
Device has been returned for evaluation. Once the device has been evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.